Event description:
It was reported that non sustained right ventricular oversensing was observed on the implantable cardioverter defibrillator (ICD) due to the patient having a left ventricular assisted device (lvad). Programming changes to sensitivity were to be made. The patient was stable.

Manufacturer narrative:
Correction: section e physician information updated.

Event description:
New information received notes programming changes were made. There were no changes to patient condition.